Manufacturer narrative:
Customer reported that there was a primary audible alarm issue on device. Tamper seal on plunger assembly was tampered with, chipped out on lower right front corner of top case, also cracked on right plunger case and bottom case. Performed power up process, unable to duplicate the primary audible alarm post error at power up,unable to determine who cause the problem, the j9 connector is fully seated and properly glued (3 surfaces - both side.).replaced speaker glued j9 connector (fully seated and properly glued 3 surfaces - both side). Performed pm maintenance and all functional testing.

Event description:
It was reported that the device had primary audible alarm. No patient injury was reported.